Event description:
Related manufacturer report number:3006705815-2023-00802. It was reported the patient had experienced a fall causing migration of the patient leads. Surgical intervention may be pending.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experienced lead migration after a fall was reported to abbott. Imaging confirmed both leads had migrated. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.